Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) did not wear a mask and peritonitis in a patient coincident with dianeal pd2 unknown therapy for continuous ambulatory peritoneal dialysis (capd). On and unreported date, the patient did not wear a mask while performing pd therapy. On (B)(6) 2011, the patient experienced peritonitis as manifested by abdominal pain and turbid effluent. That same day, the patient was hospitalized. The cause of the peritonitis was did not wear a mask. On an unreported date, the patient began remedial therapy with amikacin/l pds (25mg/l as loading dose and 12.5mg/l as maintenance dose, frequency not reported) and vancomycin /l pds (500mg/l, frequency not reported). Action taken with dianeal therapy and the outcome of the events were not reported. The nurse stated that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of did not wear a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.